Event description:
It was reported that the customer was receiving a motor error alarm on the insulin pump. Customer was told to rewind the pump twice the last time they had the same issue. Customer was unable to get back to the main menu. Customer's blood glucose level was 223 mg/dl. Customer stated that this happened during a basal. Customer stated that they are unable to complete the rewind sequence. Customer declined voluntary return of the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.